Event description:
Philips received a complaint from customer biomed, reporting that when connecting oxygen on the v60 ventilator, the air was blowing out the inlet. The device was not in clinical use. There was no report of harm. The customer biomed completed functional analysis and confirmed the reported issue of air blew out of the air inlet when oxygen was connected, even when the device was not powered. A philips remote service engineer (rse) evaluated the issue with biomed and reported replacement of the air/o2 flow sensor assembly resolved the issue. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. The replaced parts have not been received for internal component analysis at this time. If the parts are received, this complaint will be reopened for component root cause investigation.